Manufacturer narrative:
(B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. Infusion set was in use for 24 hours. No further information available.